Event description:
Medtronic literature review found a report of death, nonfatal hemorrhagic stroke, seizure, worsened mrs score, edema, cyst formation, vessel perforation, acute stroke, and neurological decline in association with onyx embolization. The time frame of this study was from august 2011 to august 2021. The purpose of this article was to compare the long-term outcomes of stereotactic radiosurgery (srs) with or without prior embolization in brain arteriovenous malformations (avms) (volume =10ml) for which srs is indicated. The authors reviewed 270 cases of patients treated for brain arteriovenous malformations using onyx embolization and stereotactic radiosurgery. There were a total of 486 patients split into two groups: 243 patients received e + srs and 243 patients srs alone. Of the 243 patients who received e+srs, the average age was 26 years, 127 were female and 116 were male. Overall, combined embolization + stereotactic radiosurgery (e+srs) and stereotactic radio surgery (srs) alone were similar in preventing long-term non-fatal hemorrhagic stroke and death, as well as in facilitating avm obliteration. However, the e+srs strategy was significantly inferior to the srs alone strategy in terms of neurological deterioration. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted in the e+srs group: 2 patients had hemorrhagic strokes leading to death 8 patients had nonfatal hemorrhagic strokes 18 patients had a seizure 39 patients had worsened mrs scores 17 patients had edema 1 patient had a cyst formation 2 patients had vessel perforations 19 patients had acute strokes 13 patients had a neurological decline.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: hengwei jin, zhipeng li, dezhi gao, yu chen, heze han, li ma, debin yan, ruinan li, anqi li, haibin zhang, kexin yuan, yukun zhang, yang zhao, xiangyu meng, youxiang li, xiaolin chen, hao wang, shibin. Association of the combined stereotactic radiosurgery and embolization strategy and long-term outcomes in brain arteriovenous malformations with a volume =10 ml: a nationwide multicenter observational. Journal of neurointerventional surgery 16:548¿554 2023. Doi:10.1136/jnis-2023-020289 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.